Manufacturer narrative:
(B)(4).

Event description:
The customer reported having difficulty attaching 10cc syringe to the pilot line to inflate the balloon. There was no patient involvement. The device will not be returned for evaluation,